Manufacturer narrative:
Internal complaint number: complaint (B)(4).

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was lesser than the expected volume based upon the programmed infusion rate. The patient experienced "tiredness and sleepiness "and was admitted in the hospital overnight. The patient's symptoms subsided shortly after they began. The healthcare care provider does not believe that the pump may have malfunctioned. The patient was discharged without any further issues.